Event description:
The physician complained that the long gen / pro 29 x 90 bil 135 stent was sliding off the balloon as he was approaching the lesion prior to inflation. Physician did not deploy the stent and removed the device from patient. The patient was approximately 60 to 70 years of age (gender unknown). The target lesion was a tight stenosis in the mid common iliac artery (side unknown). The product was properly inspected and prepped and no anomalies were noted. A 7fr. Terumo sheath was used in the procedure. As per the physician, there was a little resistance felt going through vessel to the lesion. We attempting to cross the lesion, the physician noticed that he couldn't see any markers when pushing through and then noticed that the stent had become loose and had almost fallen off of the balloon. There was no excessive force used to attempt to cross the lesion with the sds. When the physician observed that the stent was loose the sds was removed with the stent on the balloon. The device was only inserted and removed once. Another genesis bx stent was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The physician complained that the palmaz genesis stent was sliding off of the balloon as he was approaching the lesion prior to inflation. Physician did not deploy the stent and removed the device from patient. The target lesion was a tight stenosis in the mid common iliac artery (side unknown). The product was properly inspected and prepped and no anomalies were noted. A 7fr. Terumo sheath was used in the procedure. As per the physician, there was a little resistance felt while advancing the sds through the vessel towards the lesion. When attempting to cross the lesion, the physician noticed that he couldn't see any markers and noticed that the stent had become loose and almost dislodged from the balloon. No excessive force was used in the attempt to cross the lesion. When the physician observed that the stent was loose the sds was removed with the stent on the balloon. There was no reported injury to the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.